Event description:
The following was reported to hamilton medical ag: device alarmed low-priority and read "preventive maintenance required", alarm silenced and alert went away. About an hour later device stopped ventilating patient. Alarmed "patient disconnect". Connections checked and everything secure, hme exchanged, patient bagged via mvu and ventilating fine. Patient placed back on t1 ventilator and working well for around 1 minute before it stopped ventilating again.". There was a repeat of a red alarm "low minute volume" that had happened a few times.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.